Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, balloon bursts after several hours indwelling. The patient had bladder stones. Dr. Confirmed no particles remained in bladder.

Manufacturer narrative:
This follow-up MDR was created to document the evaluation of the returned device: evaluation of the returned device confirmed the balloon bursts. From experience, silicone balloon burst issue could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. Based on the above, this complaint is confirmed as a product defect. Checking the quality databases revealed that issue of silicone balloon is known. No other corrective action will be implemented as the specific trend for balloon issue and this product family is considered acceptable.